Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly deployed. The formed needle was found exposed at the distal tip of the soft cannula attributing to pain at the insertion site. The formed needle was not seated properly within the slide retract causing a failure of the needle mechanism to retract the formed needle. The distal tip of the soft cannula was also found damaged and torn, although, it cannot be determined when or how this damage occurred. The download data showed that an 0x18 alarm was generated, and it was confirmed that the reservoir was empty. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod their blood glucose level rose to over 250 mg/dl. The patient felt paint at the insertion site and once the pod was removed it was found that the needle had not retracted upon initial activation.